Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr qc 2: 5.0 inr qc 3: 5.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of discrepant inr results when testing with coagucheck xs meter serial number (B)(4). At 8:00 a.m. On (B)(6) 2022, a sample from the patient was tested at the office of the patient's doctor using a roche meter (serial number unknown), resulting in a value of 1.4 inr. For the measurement at the doctor¿s office, venous blood was drawn and tested on the meter. At 9:43 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 3.4 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr, with a weekly testing frequency.